Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: after the 1st firing, the sheet on the anvil side could not be removed from the anvil. Additional resection of tissue was done to remove the device. It was found the anchoring suture was uncut. No bleeding.